Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 4.

Event description:
Patient reported "started experiencing bad neck pain", "I have been getting numbness in my arms" "and tingling in my fingers", "constant pain", "had got bigger", "implant was like a rock (extremely hard) and misshapen", "I was diagnosed with capsular contracture baker grade 4", "this implant was recalled". This record is for the left side. Device remains implanted.